Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connectors were broken. It was also noted that the battery drawer was stuck intermittently, the hanger was broken and the output connector nuts were discolored and contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. No patient complications have been reported as a result of this event.